Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited image color tone was abnormal due to damage to the imagining unit. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: h6 (medical device problem code- removing 4072 and adding 4055). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that water and moisture may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to break leading to the irregular color tone. The event can be detected by following the instructions for use, specifically instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.